Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the thumb press was broken on the bd veo¿ insulin syringe with the bd ultra-fine needle. The following information was provided by the initial reporter: found 1 syringe plunger cap would not remove. When forced cap off plunger rod, thumb press broke off with it.

Event description:
It was reported that the thumb press was broken on the bd veo¿ insulin syringe with the bd ultra-fine needle. The following information was provided by the initial reporter: found 1 syringe plunger cap would not remove. When forced cap off plunger rod, thumb press broke off with it.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 25-apr-2022. H6: investigation summary customer returned a single 0.5ml syringe. No other information was provided. The plunger cap was damaged, with an indentation mark towards the proximal tip of the plunger cap. Additionally, the thumb press is compressed and bent downward. A review of the device history record was completed for batch# 0006789. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta found that the thumb press hadn¿t broken off entirely, but was still damaged. A definitive root cause cannot be determined.